Event description:
No additional information provided.

Manufacturer narrative:
1. According to the available information, the complained event occurred during the withdrawal of the needle core. 2. DHR/bhr review lot#3290305 1-the products of this batch were assembled at intima ii auto line 4 in november 2023, and packaged at cfs package line in november 2023. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. No defective samples and photos have been received for the complaint. 4. The retained sample of this batch is taken for needle core removal force test, and the test result is within the product specifications. (B)(4) for the test report. 5. The IFU of the product indicates that before puncture, hold the paddle hub and catheter hub, rotate the paddle hub to release the catheter tip adhesion, (B)(4) for the operational view. 6. According to the experience of previous market visits, it is recommended that: insert the needle and catheter at 15°~30° with the bevel of the needle tip upwards, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle and catheter, do not withdraw the needle prematurely, and do not multiple punctures. 7. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample has been received for relevant tests, and the usage of the sample is unknown, the root cause of the complained defect cannot be determined.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in mz slm npvc needle broke / detached 2024.6.7 when the medical staff performs an indwelling needle puncture on a patient with syphilis, the core of the needle first catches and then flies out and sticks the medical staff's left thumb; the medical staff immediately squeezes out the blood from the wound, flushes it with running water, disinfects it with antiseptic solution, reports it to the hospital's sensory, and draws blood for examination.